Event description:
It was reported that an ilet displayed a restart alert and produced loud scratching and cracking sounds during rewind with all supplies removed, and the device repeatedly issued an unable to proceed message consistent with a motor stall mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.